Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced infusion set detachment event on (B)(6) 2025. The tubing came apart at site while the patient was sitting. The site was left side and pump was on right side. The infusion set was used for two days. No further information available.